Event description:
During follow-up, increased capture threshold, decreased pacing impedance, and oversensing were observed on the right atrial (ra) lead. The ra lead was capped and replaced during device replacement for normal battery depletion. The patient was stable and there were no adverse consequences.